Manufacturer narrative:
(B)(6). Investigation summary: customer returned photos of shelf cartons of 1/2cc syringes from lot # 8099667. Customer states that there is a duplicate lot. The attached photos were examined and exhibited double printed lot number, manufacturing date, and expiration date information printed on the shelf cartons. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A review of the device history record was completed for batch# 8099667. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: probable root cause suggests that the single shelf carton was passed through the laser etching station twice. During routine production, when a jam occurs on this line, the operator should clear the jam and any carton past the laser etching station must be manually placed back in the line. If this is placed prior to the etching station, a double print can occur, as in this instance. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 3 of the bd ultra-fine¿ ii insulin syringe box labels had a "duplicate lot" printed on them.